Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was not opening and failing on the screen. A field service engineer replaced the micro switches and performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.